Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
This record has been opened in etq from tw pr # (B)(4) - pharm. Systems - organ on for investigation and MDR reporting. (B)(4); 267302; case number (B)(4). Complaint description: specialist attempted to transfer consumer to report an ae/pqc for follistim, caller abandoned the call prior to transfer. Outbound call placed to consumer. Consumer states after taking her injection today, (B)(6) 2024, she attempted to remove the needle utilizing the needle cap per ppi and the needle is unable to be removed. Consumer states the cartridge is still in the follistim pen. Consumer stated she was planning on going to the clinic to have them troubleshoot the problem. Attempted to obtain follistim pen and cartridge lot numbers, consumer states she does not have that information available at this time. Asked if consumer is willing to return the follistim pen/cartridge for quality evaluation. Consumer stated, "my priority now is to ensure I have available product to continue using, I'll deal with this later" and caller abruptly ended the call. Article chosen as it was the closest to the reported complaint involving the follistim needle/cap. No additional ae/pqc reported, no additional information at this time.